Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that after the patient failed to maintain and charge the device as recommended, the ipg became inoperable. In turn, the patient lost therapy. Surgery is planned to explant and replace the device.

Manufacturer narrative:
Was cleared as the record should not have been tied to the CAPA.